Manufacturer narrative:
Gehc service personnel asked customer to verify interconnect was connected properly. Interconnect cable was reconnected and system boots up with no problems. Followed up with radiology manager and he was not aware of any boot up issues with system. System operates as intended.

Event description:
Customer reported system would not boot up. A phone response was made and identified interconnect cable not connected properly.